Manufacturer narrative:
Measuring of the extracted component confirms wear on the abutment head, which could cause grip issues with the axor. The root cause is wear due to overload considering the reported high weight and activity level of the patient, that this is the first abutment replacement after s2 surgery and the lack of any other cause leading to wear issues. No deviation was identified in the production nor sterilization records.

Event description:
Abutment and abutment screw replacement surgery for a patient due to wear on the abutment head that resulted in attachment issues with prosthetic device axor ii. No soft tissue complication. The patient had the components replaced as a day surgery procedure.